Event description:
Site reported a second case in which they were not able to get the superdimension system to navigate to a target. The superdimension portion of the case was cancelled and the patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event. The first cancelled case was reported under MDR 3004962788-2013-00009.

Manufacturer narrative:
Superdimension is in the process of retrieving procedure recordings for evaluation. Superdimension is filing this MDR in an abundance of caution due to the risks associated with multiple exposures to anesthesia.